Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a plate was difficult to extract. The patient had a proximal tibial fracture. When the surgeon tried to extract the plate, which was implanted by another surgeon in 2011, he could not extract the proximal screw and tried to extract it by the extraction screw. However, the head broke. Finally, the surgeon extracted the residue screw with the plate by rotation. It took a long time from the implant. The surgeon thought the plate may have been hard to extract since the patient was a young male. Even if the surgeon did not wear, the screw ridge, he could not rotate the screw and it broke with the extraction screw, suspecting something was wrong. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on unknown date in 2011. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Results of additional investigation shows that the screw is jammed up in the plate. The tip of the extraction screw is broken off and remained in the head of the screw. All the other screws received were not damaged. To conclude this screw jammed up in the plate thread due either too much torque that was applied by insertion that it could create a situation like cold welding of both materials. No manufacturing related problem could be detected. No product fault could be detected.